Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump is not functioning properly during the rewind process, and it is stuck in the rewind/bolus loop. The blood glucose reading was 488mg/dl. The caller stated that she pressed the activate button on the rewind screen, but nothing happens. While waiting for several minutes, the customer gave a manual injection. The customer stated that she attempted to contact her doctor before going to the emergency room. No further information was provided.